Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using fiasp insulin, re-using insulin, and wearing the pump supplies for 3 days. Tandem clinical support informed customer that using fiasp insulin, re-using insulin, and wearing the pump supplies for 3 days, is off label per the user guide. Customer changed the infusion set and resumed insulin therapy. Customer¿s blood glucose level was 205-210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.